Event description:
It was reported that the patient had a t4-t12 posterior spinal fusion with synthes universal spine system (uss) on (B)(6) 2011. At an unknown time, the patient developed severe stenosis above the fusion at t2-3 and also had severe stenosis located in the cervical spine ¿ multi level ossified posterior longitudinal ligament. The patient has difficulty controlling his legs and has weakness. The surgeon performed a revision on (b)(^) 2014. He removed both the t4 uss screws without removing the rod. He then performed a decompression in the thoracic and cervical spine. He placed synapse 4.0 rod system screws from c2-t1 skipping the c7 level. He then placed new synthes uss screws at the t2 level. He then used synthes matrix snap on connectors to connect a 4.0 to 6.0 tapered rod to the existing rod in the patient (unknown size). The connector was attached at approximately the t4 level. The surgeon connected the new rod to the new screws and final tightened everything. He successfully completed the procedure without any complications. This is report four of seven for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.